Manufacturer narrative:
Philips service replaced the mpdu control unit and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system failed to power on due to an mpdu control unit issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.